Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: d8, h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. Troubleshooting was done with technical support. The customer was instructed to take the light source out of standby mode and the image was restored. Additionally, it was instructed to power up and log into the provation unit to clear the error code. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that no image was caused by the standby mode due to the effects of wrong settings or procedures. Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the video system center had no image. It is unspecified when the issue occurred. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned. The customer took the unit out of standby, and the image returned. Should additional relevant information become available, a supplemental report will be submitted.